Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing, which had been identified from protocols completed in retort a and b. The complainant advised that it was likely that a user had reset bottle 6 without replacing the contents at 11 am on (B)(6) 2015. The complainant described the affected tissue samples as "soft" and requested assistance in using the instrument logs to establish whether an incorrect user action had occurred. On (B)(6) 2015. Leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 6 (ethanol) was removed from the instrument for 35 seconds at 11:14 am on (B)(6) 2015, which is insufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 11:14 am on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions ((B)(4) in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. This reagent was then used for the final dehydration step in the two (2) protocols from which sub-optimal tissue processing was reported. However, the actual concentration of the reagent in bottle 6 remained unchanged at (B)(4) because as the reagent had not been replaced. The minimum final reagent concentration required for ethanol is (B)(4). The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the two (2) affected protocols. Specifically, a user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual.